Manufacturer narrative:
Correction: patient age, weight and gender updated to proper value. The x-ray relay was returned to the manufacturer for analysis. The relay was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the x-ray relay and the iso board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect components have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, the imaging system would not complete start up. It was reported that the imaging system displayed "system booting please wait" and would not progress past the prompt. The detector was reported to have not readied with the attempted restarts. The surgeon opted to complete the procedure without the use of the navigation system. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.